Event description:
It was reported that during a gastric restriction procedure, when the surgeon sutured, the clips "crossed" and the next clip went outside the device. The procedure was prolonged by an unspecified amount of time. No patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.